Event description:
The surgeon provided additional info stating that on post-op day one a progressive gray-white discoloration was noted on the anterior surface of the lens. There was noted a precipitous drop in visual acuity (va) on the 8th post-op day, and va on the 13th day post-op was 20/200 compared to 20/50 on the 6th post-op day. The surgeon stated this was associated with lens opacities and cme. In addition to lens exchange, the pt was treated with topical steroids and nsaids. The pt's va on 10/30/2001 was 20/20-1

Event description:
A surgeon reported that after implantation of an intraocular lens (iol) it was noted to have a crease mark in the field of vision. The pt's visual acuity was reported to be 20/200. The iol was replaced. Add'l info has been requested.